Event description:
Patient with hypogammaglobulemia was receiving a series of intravenous immune globulin flebogamma infusions monthly. Patient received 25 mg benadryl IV. Rn put 0.5 ml benadryl in 50 ml normal saline IV bag. Pump setting for benadryl was from drug library 50 ml volume to be infused for 15 minutes. At conclusion of 15 minutes, rn was in another room when she heard IV pump with soft alarm. On arrival in the patient's room, the IV pump was still soft alarming, pump had changed to keep vein open 20 ml setting and total volume in was 51.2 ml. Rn noticed that there was air in line past the cassette. She measured 34 inches of air from the cassette down the tubing toward the patient. Pump was put on standby setting, biotechnician was notified, and pump and IV tubing was given to biotechnician. No air reached the patient. Hospira was notified.====================== health professional's impression======================cause of air in line is unknown. Hospira is aware of the air in line problem and is investigating to identify the root cause.